Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, instructed customer to place pump into storage mode, and requested return of problematic pump using prepaid label within specified timeframe.